Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned .

Event description:
It was reported the customer experienced multiple temperature alarms while being in a vehicle for 11 hours and while in a hotel room at normal room temperature. Initially, the customer was unable to clear the alarm. Tandem technical support was able to confirm multiple alarms in the pumps history. The customer reported a blood glucose level of 228 mg/dl. The customer will continue to use the pump until a replacement is received.